Event description:
It was reported, that the patient presented in clinic for follow up. The patient stated, that they had experienced a funny feeling, fatigue. And diaphragmatic stimulation. It was found, that the right atrial (ra) lead had dislodged. As a resolution, the lead was repositioned. Patient was stable pre and post procedure.